Event description:
It was reported the pt experienced surging, a shocking sensation, and difficulty turning the stimulation on and off. The pt programmer indicated the device was on; however, there was no response from the device. The pt felt residual stimulation for several hours at a time. The pt experienced the event mainly while sitting and while in the car. The pt turned off the device while driving. Troubleshooting was done. The system was replaced. The pt indicated the lead wire had broken.

Manufacturer narrative:
(B) (4).